Event description:
The customer reported that while a nurse was in a pt's room, she looked at the monitor and noticed by the wave displayed, that the pt was in vfib and no alarm was displayed.

Manufacturer narrative:
The customer reported that while a nurse was in a pt's room, she looked at the monitor and noticed by the wave displayed, that the pt was in vfib and no alarm was displayed. The nurse that was present in the pt's room at the time responded by administering CPR successfully to the pt. Since the pt received the necessary emergency care without delay due to the presence of a clinician in the room, the device is not considered to be a factor in this serious injury. A philips field service engineer (fse) went onsite and completed performance testing with the customer's biomed on the device, finding the device working to specifications and alarming appropriately for alarm conditions tested. Logs were collected and submitted for analysis. Logs revealed that a vent fib/tach alarm occurred at 06:05:28 and was silenced at the central at 06:05:36, indicating that a user was aware of the alarm and quickly acknowledged it. A second vent fib/tach alarm occurred at 06:06:30 and was silenced at the central station at 06:06:54. The silencing by a user indicates that a user was aware of alarms occurring for this pt during this timeframe and was interacting with the device. Post incident testing of the device found alarms were provided for simulated alarm conditions without exception. The available information does not support that a device malfunction occurred. No further investigation or action is warranted.